Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the surgery, the fossa component did not fit as expected and resulted in a surgery delay. The surgery was completed successfully.

Manufacturer narrative:
The reported event is considered as not confirmed as no post-operative scans were provided. The surgeon reported that he had difficulties fitting the fossa component to the patient¿s anatomy during surgery. He noted that the bone model did not match the actual anatomy. As the time gap between the planning scan and the surgery date is almost 8 months, changes in the patient's anatomy due to ankylosis or heterotopic bone can happen. The device history records were reviewed, including the manufacturing documents and inspection specification. All devices met specifications. It could be confirmed in this investigation, that this issue was not related to the tmj devices. Conclusively, the information received does not suggest a device failure, malfunction, or other performance issues.

Event description:
It was reported that during the surgery, the fossa component did not fit as expected and resulted in a surgery delay. The surgery was completed successfully.